Event description:
It was reported that there was foreign matter with a bd insyte vialon-e 22ga x 1.0in. The following information was provided by the initial reporter, translated from japanese to english: a piece of catheter like fm attached.

Manufacturer narrative:
Investigation: our quality engineer inspected the returned unit and confirmed the reported observation of a clear fiber on the surface of the needle. The foreign matter was further analyzed and determined to be consistent with polypropylene, which is a thermoplastic. It is possible that the fiber was transferred to the product from the manufacturing area during the assembly process. A device history record review showed no non-conformances associated with this issue during the production of this batch. ¿ CAPA#590616 has been raised to address foreign matter issue.

Manufacturer narrative:
Initial reporter phone #: unknown. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there was foreign matter with a bd insyte vialon-e 22ga x 1.0in. The following information was provided by the initial reporter, translated from (B)(6) to english: a piece of catheter like fm attached.